Event description:
It was reported via a trial that approximately thirteen months post stenting procedure in the second obtuse marginal artery with one 3.0 x 28 xience v stent, the patient experienced chest pressure and was found to have a positive functional stress test demonstrating myocardial ischemia. The patient underwent percutaneous coronary revascularization on (B)(6) 2011 in the index target lesion. The patient's condition resolved on (B)(6) 2011 and the patient was discharge one day after the procedure. There was no adverse patient sequela. Though requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture or design.